Event description:
While starting a refractive procedure, the surgeon made a cut using the acs (automatic corneal shaper) system. The cut was deep and entered the anterior chamber. The procedure was terminated. The pt was transferred to the operating room. An intraocular lens was implanted, and the corneal wound was closed. There were no complications. Prognosis is guarded with v.a. Best corrected at 20/100. The surgeon felt that they had not positioned the plate of the acs system properly. The acs system was not returned to the MFR for evaluation. Follow up info indicated that the surgeon subsequently used the acs system with no problems. At no time during the surgical procedure did the acs malfunction.